Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The clinic had notes indicating atrial lead noise and intermittent low pacing impedances in the bipolar configuration since 2013. The lead was capped and replaced on (B)(6) 2015 during a routine device change out procedure. The patient was in good condition post procedure.